Event description:
It was reported that the gynecologic laparoscope had a green image. The event occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: white balance adjustment could not be performed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the event image appeared green, and the white balance adjustment could not be performed was caused due to component failure of the charge-coupled device. The most probable cause of the reported malfunction was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.